Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device the distal end plastic cover was found burned. The service repair technician indicated that the most likely cause of the failure is traced to overheating. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure due to overheating. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.